Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6): customer reports via phone that a (B)(6) female pt was undergoing a (B)(4) study, injection protocol of 4ml/sec for 100ml volume. IV access in right ac with a nexzia needleless access device. Pt IV sight was flushed immediately prior to injection, pt arms were extended straight above their head. Technologist started the injection at the pt side. Approximately 2 seconds after the start of the injection, the optiray 320, 125ml prefilled syringe blew apart. The top of the syringe broke into pieces like shards and contrast was sprayed onto the pt and (B)(6) female technologist. The syringe base was still latched into the faceplate and the body of the syringe has spider cracks from about an inch above the base through the entire barrel. Pt was startled, but fine. Customer reports the contaminated contrast fluid sprayed into the eyes of the technologist. Technologist was taken to employee health where she was evaluated, eyes washed out with water and received a tetanus shot. Technologist returned to work the same day. Facility drew blood from the pt to check for blood borne pathogens and other disease processes, but results came back negative on the blood work.